Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, when trying to apply negative pressure, the lock did not work.there were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
Actual device was returned for evaluation. The plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.